Manufacturer narrative:
Expiration date: added, manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. In the case of this complaint it has been reported that this was a case of a ruptured aneurysm where a coil went through the aneurysm, caused further bleeding, and the patient died. Aneurysm perforation, hemorrhage and patient death are known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that at the end of stent-assisted coil embolization procedure of a ruptured aneurysm located on the left anterior communicating artery (acom), the last coil (subject device) perforated the dome of the aneurysm and caused further bleeding. Medical intervention was undertaken with indwelling external ventricular drain, reverse anticoagulants medication, and reducing blood pressure. The patient expired 5 days post-procedure. According to the physician, the intracranial hemorrhage was not related to the aneurysm.

Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that at the end of stent-assisted coil embolization procedure of a ruptured aneurysm located on the left anterior communicating artery (acom), the last coil (subject device) perforated the dome of the aneurysm and caused further bleeding. Medical intervention was undertaken with indwelling external ventricular drain, reverse anticoagulants medication, and reducing blood pressure. The patient expired 5 days post-procedure. According to the physician, the intracranial hemorrhage was not related to the aneurysm.